Manufacturer narrative:
Investigation: the customer had originally called about 12 minutes into the exchange procedure due to a "cells were detected in the plasma line" alarm. During trouble-shooting with terumo bct staff, the customer stated that the plasma line had a pink tinge to it. The customer called the physician to consult if this is to be expected with the patient's condition. As the physician entered the room, the plasma became clear yellow. The machine was checked out at the customer site by a terumo bct technician. An autotest and a functional checkout were performed with no issues found. The run data file (rdf) was analyzed for this event. Signals in the rdf indicated that the machine operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 20 minutes into a red blood cell exchange (rbcx) procedure, the patient complained of feeling breathless. The rapid response team were called and the procedure was ended. Oxygen therapy was administered and the patient was transferred to the emergency room for further evaluation and assessment. No further treatment was required. The customer declined to provide the patient identifier. The red blood cell exchange (rbcx) set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in evaluation codes and additional MFR narrative. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. According to the spectra optia essentials guide, the optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Root cause: this exchange set was unavailable for specific root cause analysis. A definitive root cause for the patient reaction could not be determined. It is possible the patient experienced a citrate reaction to the acda. Per the run data file analysis, the plasma color that was noted was likely a red blood cell spillover.

Manufacturer narrative:
Additional investigation: per terumo bct's medical review, the device did not cause or contribute to this incident.